Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 10 cm from the connector pin. Concomitant medical products: 6947m62 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and varying pacing impedance. In addition, oversensing of noise was observed. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2022 it was further reported that the lead had high impedance and was fractured. The lead was explanted and replaced. (B)(6) 2022, the right atrial (ra) lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification.